Event description:
It was reported that three days after implant the physician tried to test the ICD but after doing a capacitor charge there was no t-shock delivered. ICD was explanted. No patient complications have been reported as a result of this event.